Event description:
A doctor alleged that five (5) patients experienced the debonding of crowns within one (1) hour after placement with maxcem elite clear. This is the second of five (5) reports.

Manufacturer narrative:
Patient specifics with regard to gender and age were not provided by the doctor. To date, the patient is doing fine; the crown was re-cemented with a different product, without further incident. The returned product was evaluated, yielding results within specifications. In addition, no similar complaints were received with regard to this lot.